Event description:
It was reported that a user of the ilet experienced elevated glucose levels and was unsure of the cause; the user purged the line, observed drops, and reconnected, with no wetness noted at the infusion site or on the device while using a contact detach set. Symptoms included hyperglycemia and sleepiness/drowsiness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.